Manufacturer narrative:
Correction information: sections e.1, g.2, b.5, b.6, b7. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable. The adverse event is being followed in MDR # 3006556115-2025-00386. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was made aware that the device is being returned. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.